Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut, injured inside cheek - mouth [mouth injury]; screw became detached from the brush head and injured the inside of my cheek - oral-b brushhead [injury associated with device]; screw became detached from the brush head - oral-b brushhead [device breakage]. Case description: a (B)(6) female consumer reported via phone on 24-apr-2017 that she used an oral-b flexisoft brushhead and the screw became detached from the brush head and cut/injured the inside of her cheek. This was not the first time the consumer had used these particular brush heads. She discontinued use of the brush heads after use. The case outcome was improved. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
On 05-jun-2017 product investigation results: reporter returned one toothbrush head on 18-may-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Cut, injured inside cheek - mouth [mouth injury]. Screw became detached from the brush head and injured the inside of my cheek - oral-b brush head [injury associated with device]. Screw became detached from the brush head - oral-b brush head [device breakage] product counterfeit [product counterfeit]. Case description: a (B)(6) year old female consumer reported via phone on (B)(6) 2017 that she used an oral-b flexisoft brush head and the screw became detached from the brush head and cut/injured the inside of her cheek. This was not the first time the consumer had used these particular brush heads. She discontinued use of the brush heads after use. The case outcome was improved. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.